Event description:
Customer received a control result of 257mg/dl. The normal control range was 101-140mg/dl. No adverse event was alleged. Replacement strips were sent and the customer returned his strips for evaluation.